Manufacturer narrative:
Recall number: 1627487-07262012-001-c. This ipg serial number was included in a field correction. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-08258. It was reported the pt experienced pocket heating since the implant. It was noted the charging was taking longer. The physician requested a new charging system. No further info is available at that time. On (B)(4) 2012, st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.